Manufacturer narrative:
(B)(6). Prior to the event, the system had been calibrated and quality control was not performed after the calibration. The instrument generated intermittent sample reference drift errors for calcium (calc) prior to the event. Initial actions taken by the customer working with customer technical support (cts) were replacement of the calc electrode tip and cleaning the sodium (na) reference electrode with distilled water. The customer reported that these actions resolved the issue. Failure mode is unknown. The calc electrode tip was replaced and the na reference electrode cleaned; either of which could have caused or contributed to the event. The customer failed to run qc after calibrating and prior to running patient samples. Per dxc IFU (B)(4): a daily analysis of at least two levels of control materials is highly recommended. In addition, these controls should be run with each new calibration, with each new lot of reagents, and after specific maintenance or troubleshooting activities.

Event description:
The customer reported that erroneously low calcium test results were obtained using the unicel dxc 600 synchron system. Review of data provided by the customer identified six patient samples with erroneously low na (sodium) and/or calc (calcium). The erroneous test results were reported out of the lab. When the issue was identified, the samples were repeated on another unicel dxc 600 synchron system in the lab and amended reports were issued. It is unknown if affect to patient treatment occurred due to this event. No death or injuries were reported.